Event description:
On 24nov2025 the customer reported one non-repeatable erroneously elevated hstni (access high sensitivity troponin I, part number b52699 and lot number 572251) patient result was generated on the customer's access 2 immunoassay analyzer, part number 81600n and serial number (s/n) (B)(6). On (B)(6) 2025, the initial hstni patient sample result was at 1,216 ng/l. The sample has been automatically reanalyzed and the result obtained was 11.5 ng/l. Per customer verbal report, the rerun result was unfortunately, not identified by the biomedical scientist and the elevated troponin was reported out of the lab. Subsequent samples were taken for this patient generating the following results: (B)(6) 2025: 10.0 ng/l, (B)(6) 2025: 8.0 ng/l, (B)(6) 2025: 8.6 ng/l, (B)(6) 2025: 10.1 ng/l, (B)(6) 2025: 9.5 ng/l. The patient underwent a medical treatment as a result of the erroneously high result obtained. The patient was given 3 days¿ worth of 1g intravenously methylprednisolone, was placed on telemetry and had a computed tomography pulmonary angiogram (ctpa). There was no report of further harm to the patient as a result of the change in treatment. No hardware errors or other sample/assay issues were reported in conjunction with this event. System check passed on (B)(6) 2025. Calibration passed on (B)(6) 2025 with reagent lot 572251 and calibrator lot 538096. Quality control (qc) was passing within the laboratory¿s established ranges at the time of the event. No issues with sample integrity were reported by the customer. There was no evidence to suggest carryover as the customer did not report running a sample of high troponin concentration prior to the questioned result. Customer technical support (cts) assisted the customer on (B)(6) 2025.

Manufacturer narrative:
A1: the full patient identifier is (B)(6). A2, a4 and a5: the customer did not supply patient demographics such as date of birth, weight, ethnicity or race. H3 and h6: the access high sensitivity troponin I reagent was not returned for evaluation. No hardware errors or other assay issues were reported in conjunction with this event. No other patient results were called into question. The issue appears to be sample specific. No issues with sample integrity were reported by the customer. Customer technical support (cts) assisted the customer on 24nov2025. Cts communicated to customer that no hardware performance issue was highlighted. The precision run that was performed looks good with the cv% within precision claim for this assay. No further issue was reported by customer. In conclusion, a cause for this event cannot be determined with the information available. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event.